Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient had a revision on (B)(6)2017. No further information was reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3487a-33, lot# v152693, implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-33, lot# v152697, serial# implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that there were out of range impedances. Unknown external factors that may have led or contributed to the issue. Several checks were ran by the rep. The issue was not resolved at the time of this report. No interventions were done. The status of working leads was unknown prior to. After connecting leads to device, several impedance checks were ran and it was found that only contacts 3, 4, 5, 6 were < 10,000. The physicians did not want to replace the leads or extensions at the time. The manufacturing representative (rep) will follow up with the patient (B)(6) 2017 and run another impedance check. The patient is alive no patient injury. No symptoms or complications reported with this event.

Manufacturer narrative:
Updated to adverse event and product problem. Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2008: product type lead product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2008: product type lead product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2008 product type lead product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2008: product type extension (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that the patient had an ins replaced (captured in regulatory report # 3004209178-2017-19924) and at the time of the replacement the doctor was not willing to replace the patient¿s leads. Again, it was reported that at the time of the replacement they saw that the leads were out-of-range (oor) (many of the contacts were showing oor impedances). It was reported that the rep checked multiple reference points at various voltage, but got the same results. It was reported that they were with the patient today running impedances and they stated that only four referenced electrodes 3,4,5 and 6 showed pairs that were in range and those were still at the 2 to 5 thousand ohm range. It was reported that the patient was not feeling stimulation today even when they were ¿maxed out¿. The patient wanted the leads replaced and it was noted that the patient¿s pain returned to baseline. It was reported that the rep would follow-up with the doctor. No further complications were reported/anticipated. Reference regulatory report # 3004209178-2017-19924